Event description:
It was reported that during downstream occlusion the pump would not alarm, failing the occlusion test. The event occurred on (B)(6) 2024 during preventive maintenance testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be a faulty dso sensor. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.